Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report issues with the reservoirs and that the lock was inside the reservoir. The customer's blood glucose level was 500 mg/dl. The customer requested replacement insulin. No further details were provided.